Manufacturer narrative:
Patient's date of birth unavailable from facility. Device evaluation: heavy charring and deformation at tip; band intact.

Event description:
An elca 0.9 mm was selected to treat cto (chronic total occlusion) in the patient's rca (right coronary artery). During the procedure, the physician could not advance the elca so removed it from the patient. The physician confirmed that the tip of elca was burned and replaced it with new one. The procedure was completed by it and the patient was discharged per operative plan. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.